Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 2pm). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of shaking 10 minutes later, at 2:15pm the patient obtained a blood glucose reading of "70mg/dl" with another device, and at an unspecified time later, the patient reportedly consumed glucose tablets/glucose gel as self-treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the patient was using the correct test strips, the patient was using the proper testing procedure, and the test strip completely drew in the patient's blood sample. However, the alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.